Event description:
It was reported that indicated battery charge dropped by about forty percent in a short period of time without any low power alerts or shutdown alarms, and this was a recurring issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received a replacement pump under warranty, was instructed to place problematic pump in storage mode and return it within ten days, and was advised to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.